Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient would feel stimulation while the device was off. The patient reported that they felt a buzzing in their back when they were not expecting it and that this has been occurring since the device was implanted. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient has no idea what may have led up to the issues, but they had not used their device in several weeks because of new treatment and stimulation was off. The patient is back to using the stimulator full time and everything is fine. No further information was reported.